Event description:
Information provided states that patient had m6-c implanted at c4/5 in (B)(6) 2021. The patient experienced increasing neck pain resulting in the removal of the m6-c in (B)(6) 2023.

Manufacturer narrative:
Additional information has been requested including the device part number, lot number or serial number. Product not returned and pn, sn, or ln was not provided, therefore a review of the lhr could not be completed. Risk management files have been reviewed and no new failures have been identified. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 36 line 12.75 - device explanted.